Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf and irrigation issue occurred during use on the patient. During the procedure, device (including port, luer hub) was not irrigating and there was high temperature reading from the catheter when radio frequency (rf) was being delivered. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The temperature cut off exceeded and the system stopped the ablation immediately. The generator parameter was power control mode. The high temperature issue was assessed as non MDR reportable. Since the generator stopped delivering rf, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The irrigation issue during use on the patient was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf. During the procedure, device (including port, luer hub) was not irrigating and there was high temperature reading from the catheter when radio frequency (rf) was being delivered. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The temperature cut off exceeded and the system stopped the ablation immediately. The generator parameter was power control mode. The bwi product analysis lab received the device for evaluation on 19-sep-2024. The device evaluation details: the device was returned to biosense webster, inc. For evaluation. Following biosense webster. Inc. Procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. As part of biosense webster, inc. Quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).